Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains implanted. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient, with posterior leaflet restriction and degenerative mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted without issue. A second clip (70928u180) was implanted; however, after clip implantation, the clip was noted to be attached to the anterior leaflet only (slda). The patient was assessed and the procedure ended. Mr was reduced from grade 4 to grade 2. The patient was in stable condition on follow up on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (slightly restricted posterior leaflet). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.